Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18dec2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not in use at the time of the event. This issue was found during testing. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported issue with the touchscreen. The asp replaced the touchscreen, completed the calibration, and confirmed the device returned to functionality.